Event description:
It was reported that a spectrum pump failed the flow rate accuracy test during preventative maintenance testing. The device had 36 ml left after the test (the pass criteria is 38 ml- 42 ml). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, failed flow rate accuracy testing, which was reproduced during evaluation. The device failed flow rate testing under infusing greater than 10%. The upper and lower valve travels were out of specification. The device was re-calibrated. Additional information: (insufficient flow or under infusion).